Event description:
The report stated that after 5 minutes of use the instrument jammed. Another ligasure v handpiece was used to complete the surgery.

Manufacturer narrative:
To date, the incident sample has not been returned. Additional questions in regard to the incident have been asked of the customer. If the incident sample is returned or additional info pertinent to the incident is received, a follow-up report will be submitted.